Manufacturer narrative:
A boston scientific technical services consultant reviewed the data and noted ventricular tachycardia (vt) and an atrial arrhythmia. The consultant identified multiple events where rhythm ID became negative due to a slight change in morphology. The event in question occurred when sustained rate duration (srd) timed out and anti-tachycardia pacing (atp) and a shock were delivered. The device settings may be considered for programming optimization. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller requested an episode review. Additionally, the system displayed a shocking impedance measurement of 165 ohms. All other lead measurements were normal. No adverse patient effects were reported.